Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Bench testing revealed that a power-on reset occurred during hv therapy delivery. An arc mark was found on the device can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can. The device functioned normally after it was removed from backup vvi.

Event description:
It was reported that the patient expired and the cause of death was unknown. Device interrogation revealed that the device was in backup vvi mode without defibrillation support. At a previous routine follow up, all the device measurements were normal and no device anomalies were observed. Physician does not allege that the device caused the death. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.